Event description:
It was reported that hub spin-loc threaded locking OEM leaked. The following information was provided by the initial reporter: material no: 2013-280-022 batch no: unknown. It was reported that there is leakage after the IV has been started.

Manufacturer narrative:
H.6. Investigation: due the lot number was not provided; it was not possible to perform the DHR review. One sample from model 2013-280-022 was received by tj investigator. It was reported by crack and that the luer lock hub was not locking into catheter causing leakage, and an extension set inside a kit has a compromise near the ll hub. Nevertheless, after a visual inspection no cracks were found in sample received. In addition, the sample was assembled, and no problems were identified. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that hub spin-loc threaded locking OEM leaked. The following information was provided by the initial reporter: material no: 2013-280-022, batch no: unknown. It was reported that there is leakage after the IV has been started.